Manufacturer narrative:
(B)(4). Batch # p5712t. Device analysis: the analysis found that one pcee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. No cartridge reload was present. After the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Upon further evaluation, the device was noted to be non functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidence of corrosion was noted on the motor. One possible cause for this condition may be the exposure of cleaning solution. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No functional testing could be performed due to the returned condition of the motor. The event could not be confirmed as the device closed and opened as intended. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a lobectomy procedure, during the first activation the device locked out. It was opened through the manual override. No patient consequences were reported.